Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the ostium of the rca of a patient. The lesion was 80% stenosed with little tortuosity and moderate calcification. The device was removed from packaging per IFU, device inspected prior to use with no issues noted. Resistance was encountered when advancing the device. The lesion was not pre-dilated. When the device was advancing to the lesion after exiting the guide, resistance was noted advancing the device and it was noted under fluoroscopy the proximal strut was hanging on the 5f guiding tip within the ostial of the rca. During retrieval the stent was unable to be brought into the introducer and surgical intervention at the radial artery was performed to retrieve the stent. A non-medtronic stent (same size) was used to complete the procedure. The patient required a small artery incision and two sutures. No additional clinical sequelae or complications were reported. Device evaluation: the dislodged stent was returned on the balloon of a non medtronic device within an introducer sheath. The stent was severely bunched and deformed. The stent delivery system was not returned.

Manufacturer narrative:
Evaluation results: failure to follow instructions (lesion not pre-dilated). Inherent risk of procedure (stent embolism). Patients condition affected effectiveness of device (target lesion was 80% stenosed with little tortuosity and moderate calcification). Deformation problem (stent). Evaluation conclusions: failure to follow instructions (lesion not pre-dilated). Known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (target lesion was 80% stenosed with little tortuosity and moderate calcification). (B)(4).